Manufacturer narrative:
Citation: manolis vavuranakis. Antithrombotic therapy in tavi j geriatr cardiol. 2018 jan; 15(1): 66¿75. Doi: 10.11909/j.issn.1671-5 411.2018.01.001. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding antithrombotic therapy in tavi. All data were collected from a meta-analysis of previously published studies and registries between 2011-2014. The study population included 4,833 patients, 401 of whom were implanted with medtronic corevalve. The serial numbers were not provided. Among all patients 30-day, 6-month, 1-year and all-cause mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: stroke, myocardial infarction (mi), major bleeding and major vascular access site-related complication. Based on the available information, these adverse events can be attributed to medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance problems were reported.